Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during volumetric test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "over infused during volumetric test x 2" was reproduced. The device was tested for flow accuracy and it failed with an error percentage of (B)(4). An event history log review was completed and in the last day of customer use, the user programmed two infusion at a rate of 40 ml/hr with a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted and the m2 and m3 springs required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.